Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 02/06/2015 with the following findings: a review of the pump¿s black box history showed that cs (B)(4) call service alarms written as cs (B)(4) call service alarms were recorded. During testing, the pump emitted a cs (B)(4) call service alarm. A language corruption occurred at a component on the printed circuit board resulting in a call service alarm. Unrelated to the complaint, evaluation revealed that the display was dim and faded. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. The distributor alleged that the pump was emitting multiple cs 087 call service alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.